Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and blank display. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that they tried to push buttons but nothing was happening. The customer stated that the buttons were unresponsive. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer was unable to perform troubleshooting at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Unable to verify button keypad anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.